Event description:
In 2008, the lay user/patient contacted lifescan alleging a "power issue" (unit powers off during use) as well as an "inaccuracy issue" with the one touch ultrasmart meter. The mas was able to correspond with the pt by telephone on 6/20/08. This complaint is being classified based on the additional info obtained from the pt. The pt tests his blood glucose 6 times a day, before and after meals. He manages his diabetes via novolog 45 units 3 times a day before meals and lantus 100 units at bedtime. The pt stated that he is not on a sliding scale, but sometimes he used to self-adjust his insulin according to his feelings. The pt was not willing to explain how exactly he self-adjusted the insulin during hypo/hyperglycemia. The pt stated that he does not remember the date and time when the issues (power issue and inaccuracy issue) first occurred. The pt stated that at an unk time he obtained readings of "440mg/dl and 220mg/dl" within 2 minutes of each other. The pt was reportedly asymptomatic while he obtained these readings. Based on the statistical methodology, the calculated difference of these glucose results exceeded the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the subject meter in terms of precision. The pt reportedly took no diabetes treatment actions following the issue. He reportedly experienced symptoms of "shakiness and low blood sugar" (date and time unk) after the reported issue and his symptoms reportedly were relieved after drinking juices. The pt reportedly did not test his blood glucose during the symptoms. The pt also stated that he did not self-adjust his insulin after he experienced the symptoms of low. He stated that he did not receive/require any medical treatment for the diabetes. The pt was not tested on any other meter. During the troubleshooting, the customer care advocate (cca) found out the following: the pt replaced the batteries per the owner's manual and the batteries were in good condition. In addition, the cca noted that the meter was shut off before the time was up. Replacement products were sent to the pt. This complaint is being reported because the alleged issue was not resolved with troubleshooting and the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.